Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0sxxb, implanted: (B)(6) 2015, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had an unrelated stress test today in which they turned off their implantable neurostimulator (ins) for. After the test, the patient turned stimulation back on and felt no stimulation. The patient confirmed that they saw the lightning bolt in the upper left hand corner of the patient programmer screen. The patient felt stimulation prior to turning it off. The patient was at 0.8v and increased from 1.40v to 2.25v and still felt no stimulation. No therapy issue was noted. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.